Event description:
It was reported that during a lap colectomy procedure, two devices did not work. One did not fire at all. The other fired but they could not open it. A third device was opened to complete the case successfully. There was no adverse patient consequence.

Manufacturer narrative:
(B)(4). Date sent: 05/07/2012. Additional information was requested and the following was obtained: how was the second device removed from the tissue? Unlocked. Was there damage to the issue once the device had been removed? No. On what tissue type was the device used? At what location on the tissue? Colon-right colon. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 1st firing. During which stroke did the event occur? 1st stroke-lock out. What color cartridge was being used? Blue. What other color cartridges were used before and after this event? None. Was buttressing material utilized? If so, which product? None. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? Yes. Is there any other additional information you would like to share about this device or procedure? Two guns (in a row) locked out on the first firing 'possible lot or loading issue' the analysis found that device (a) was returned in good visual condition and with no cartridge reload loaded on the device. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no cartridge was received for analysis. The device closed and opened properly during testing. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device (b) was received for analysis with no visual non-conformances and with an ecr60g cartridge reload present. The cartridge reload was received partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device closed and opened as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process. Batch # j5fp99, (mfg date 02/29/2012; exp date 01/29/2017). Premature sled movement.